Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6)2023-(B)(6)2023. Section d6a: if implanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to a myopic surprise. No other information was provided.